Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having trouble with the device. Patient says she cannot get the device to work right and she is shaking like a leaf. It was reported that it started early morning of the day of call. Patient states she cannot do much with the patient programmer because she is shaking and she is not sure if device is on. She says she would not be shaking so bad if the implantable neurostimulator (ins) was on. Patient says her patience is very short right now. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.